Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex with shield flow diversion stent that failed to open at the distal end. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). During deployment, the pipeline distal end could not be opened. It was noted that the middle segment of the pipeline was positioned in a bend. More than 50% of the pipeline was deployed when it failed to open. The pipeline was resheathed twice but still did not open. No ot her steps or devices were used to open the pipeline. It was resheathed and removed from the patient with the microcatheter. The pipeline was replaced by another manufacturer's product to complete the procedure successfully. No patient information was provided. Ancillary device: phenom 27 150cm microcatheter

Manufacturer narrative:
H3. Product analysis: ¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿as found condition: the pipeline flex braid and phenom 27 returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex shield outer carton. The pipeline flex shield pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. However, the pipeline flex shield braid was returned stuck within catheter hub. ¿damage location details: the distal and proximal ends of pipeline flex shield were found fully opened and damaged. No flash or voids molded were observed in the hub. The catheter body was found to be kinked at ~78.7cm and ~90.5cm from proximal ends. The catheter tip and marker band were examined; and no damage was found. No other anomalies were observed. ¿testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was cut to remove the braid from the catheter hub. The catheter was flushed with water and water exited out from the distal tip. Conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure /incomplete open at distal as the distal end of pipeline flex shield braid was found fully opened and damaged. However, the root cause for damage could not be determined. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. There is no complaint against the phenom 27 catheter. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.